Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was returned and evaluated. The reported error alert was not confirmed via data. Data investigation did confirm a permanent loss of connection. The root cause could not be determined. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.